Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics assembly and corroded motor home switch. The insulin pump has severely scratched display window, cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near the display window corners and missing the end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is moisture damage. The blood glucose reading is 165 mg/dl.